Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the proglide instructions for use (IFU), details the device deployment instructions in sequence. The proglide is designed to be deployed sequentially as indicated with numbering on the device. The reported event was related to the plunger removed prior to depressing to deploy the needles. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.na

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that suture placement in the right and left common femoral artery was attempted with a proglide device using the pre-close technique via a 5f sheath prior to an aortic implantation interventional procedure. Reportedly, it was user error as the operator missed the sequence of device deployment. The plunger was removed instead of depressing the plunger first. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 22f and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.